Manufacturer narrative:
The serial number of the c503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bil-d gen.2 on a cobas c 503 analytical unit. The sample initially resulted in a direct bilirubin value of 1.11 mg/dl and it repeated as 0.124 mg/dl.

Manufacturer narrative:
Based on the data provided, the investigation determined the instrument performance is good. The alarm trace showed a large amount of abnormal aspiration alarms. The investigation determined the issue is consistent with insufficient pre-analytic sample handling. Medwatch fields d1, d2, d4, g1, and g4 have been updated.